Manufacturer narrative:
The na electrode lot number was v5878. The glucose reagent lot number was 766146. The expiration dates were not provided. It was noted that the calibration and qc were acceptable. The field service representative found the rinse mechanism detergent vacuum was occluded. He cleaned the rinse mechanism, which resolved the issue. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cobas integra glucose hk gen. 3 results for 1 patient sample and questionable sodium electrode results for 1 patient sample on a cobas 6000 c (501) module. Patient 1: the initial na result was 175 mmol/l. The repeated result was 131mmol/l. Patient 2: the initial glucose result was 34 mg/dl. The repeated result was 139 mg/dl. The repeated results were obtained on another module and were believed to be correct. The samples were repeated due to the initial results being abnormal. The questionable results were not reported outside the laboratory.

Manufacturer narrative:
The alarm trace did not show any abnormality. The field service representative performed operational and/or mechanical checks and they were within specifications.